Event description:
Prior to insertion, guidewire tested by md. Md found guidewire unable to be removed. While investigating incident, rptr learned from nursing staff that this has occurred more than once and is generally discovered prior to insertion. Nanufacturer representation notified.